Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed inappropriate automatic mode switch due to noise oversensing on an atrial lead. No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.